Event description:
During angioplasty in a deployed stent with tight stenosis, the evercross balloon burst. This caused a limited leak from the sfa. The balloon was not retrievable to the right common femoral artery where a surgical cut down and removal was performed. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.